Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system which the device passed. Additionally, the service representative reviewed the logs from the device. Based off their evaluation, the customer was recommended to replace the on/standby switch to correct the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The customer reported an error found during pre-use checkout indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.